Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be thin rubberize wall that causing collapse/pinch inflation lumen under the balloon or along the shaft and might be contributed by user related, example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. Correction: b, d, e. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley balloon did not fully deflate. They were unable to remove catheter without surgical intervention. Per follow-up information received from customer via email on 05nov2025. It was reported that the sample is still available. Pending sample return. No lot number was provided. The patient returned to surgery for foley removal. No further details provided.

Event description:
It was reported that the foley balloon did not fully deflate. They were unable to remove catheter without surgical intervention.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.